Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device would not hold the smallest k-wire device (failed pretest for check self-holding; check for smooth running; check clamping range; check for untrue running; check gripping power and function). It was further determined that the device made a grinding noise when it was running. During repair, it was observed that there were metal shavings on components, the components were worn, and the clamps were damaged. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the wire driver of the quick coupling device was not functioning. During in-house engineering evaluation, it was determined that there were metal shavings on the components. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.